Event description:
It was reported that during an unspecified procedure in a calcified lesion, the 2.0 x 15 mm mini trek balloon dilatation catheter kinked during use. During removal, the device separated into two pieces. There was no reported issue with device removal. There was no reported adverse patient effect or a clinically significant delay in procedure. A different device was used to complete the procedure without reported issue.

Event description:
Subsequent to the initial medwatch report, the device was returned and found to be in one piece. The device was not separated.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported kink was confirmed and the reported shaft separation was not confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for shaft separation or kink reported from this lot. Based on the information reviewed, there is no indication of an issue/observation caused by or related to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.